Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the channel infusing lactated ringers at the rate of 125ml/hr was reset due to alaris system manager network issues. The volume to be infused (vtbi) was reset and displayed as 1000ml with rate of 999ml/hr. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Correction: describe event or problem, unique identifier (UDI) #. Additional information: imdrf annex b code and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the channel infusing lactated ringers at the rate of 125ml/hr was reset due to alaris system manager network issues. The volume to be infused (vtbi) was reset and displayed as 1000ml with rate of 999ml/hr. There was patient involvement but no harm.